Event description:
Same incident as MFR report numbers: 2030404-2011-00215, 2030404-2011-00217, 2030404-2011-00216, 3005188751-2011-00125, 3005188751-2011-00124. It was reported after completion of an atrial fibrillation ablation procedure, the patient developed a pericardial effusion. One hour after the ablation procedure was completed, the patient's blood pressure decreased. An echocardiogram was performed which confirmed a pericardial effusion. A pericardiocentesis was performed and 100 cc of blood was removed from the pericardium. The current status of the patient is listed as "healthy." The physician is uncertain as to the cause for the reported pericardial effusion.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.